Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges the unit powers on and runs but not giving therapy. A device was returned to a third-party service center. During the evaluation pca with burned components was observed. Device was routed to scrap. Additional failures observed, dreamstation2 blower with contamination, modem was changed due to burned components, ui bezel plus with physical damage and heater plate change due to fail test. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."